Event description:
During open heart surgery the pt suffered from urinary rentention due to an occlusion in the foley catheter. Interventions included replacement of a new catheter and a diuretic to relieve the discomfort associated with the distended bladder. Blocked catheter destroyed by customer due to contamination. The same type of incident occurred during three different procedures. Additional reports 00031 and 00032 attached. Information regarding this complaint has been forwarded to the outside vendor.